Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause of the suggested event was failure of the scope socket. B30 indicates scope communication abnormality (refer to the service manual of cv-190). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that there was no image due to error b30 on the video processor. This was discovered during inspection. There were no reports of patient involvement.